Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: sensight; product ID: b3400060m (serial: (B)(6)); product type: 0191-extension; implant date: (B)(6) 2022; explant date: (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were not having tremor control on the right side of their body. This had occurred 3 to 4 months following the initial implant. The patient did however, have control of that right hand for a period of time following the initial implant and first programming session. They reported losing control of the tremor 3 to 4 months after the initial implant. Due to the fact that they initially did have control of the tremor and then lost control. It was believed that there was a possible issue with either the brain lead or the neck extension on the left side. The impedances were slightly high on contact two and three on the left sided system. During the surgery on february 5, the brain lead was tested and all impedances were normal. The neck extension was replaced and impedances were then found to be normal. Impedances were checked in the system. Also different programming or attempted to try to regain patient benefit. After multiple programming sessions, the patient still did not have tremor control on the right side of her body. The extension on the left side was replaced to see if that would improve symptom control. The issue was resolved. Technical services (ts) recommended running stimulation and this resolved the impedance issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported the cause of the high impedance wasn¿t determined.